Event description:
Ous MDR - after an implantation period of about 22 months, oversensing without inappropriate therapy was reported. The lead was replaced and returned to biotronik for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The analysis of the lead revealed a deformation of the lead body at 20 cm distal to the is-1 connector pin. An overtightened suture sleeve should be taken into consideration. The insulation was intact in this area. The deformations of the inner conductor coil near the is-1 connector pin were caused most likely by overrotation of the inner coil during the extension or retraction of the fixation helix. Furthermore cuttings in the insulation were detected which occurred most likely during the explantation procedure. Blood penetrated the lead. In summary, deformations of the lead body and cuttings in the insulation were observed, which resulted most likely from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.